Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It was reported to philips that the wireless footswitch was not communicating with the system. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch was not communicating with the system. The cause of the footswitch failure could be determined by the supplier's part analysis that one pin of the charger has broken off, two anti-slip rubbers are gone, and the bracket is loose. Upon troubleshooting actions, fse confirmed that the footswitch was not communicating with the base. To resolve the issue, fse replaced the wireless footswitch. After replacement of wireless footswitch, system was returned to use in good working order. The codes were updated based on the investigation outcome.